Event description:
Reporter indicated that pt's ncp system was explanted due to infection at the lead site. It was initially reported that the pt had cut themselves at the neck incision site while shaving in 8/2002. The lead was reportedly visible as a result of the cut, but the wound scabbed over and healed. The pt's ncp system explant was initially reported to be due to lack of efficacy and not related to the shaving event. It was later reported that the pt's ncp system was explanted due to infection at the lead area/neck incision site and that the pt has some vocal cord paralysis. The pt has reportedly been referred to an ear, nose, throat and speech pathology.